Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported of a sensor anomaly. The customer's blood glucose reading was unknown. The customer stated that the sensor was removed and there was no response. The customer found out that there was no electrode. The customer was advised that the electrode may have been retracted into the sensor base when the needle hub was released. The customer will return the sensor for analysis.